Manufacturer narrative:
Patient information was requested, but customer refused to provide.

Event description:
The customer reported that the ventilator alarmed with back alarm failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned power management board (pm) shows that the power management (pm) pcba was tested and no failures were identified.